Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representatives(s). "Customer claims this ventilator audible alarm is not working while on a patient. They claim there was no harm done to the patient, an alarm was created while on a patient by the end-user and they only get the visual alarm and not the audible. The ventilator was removed from the patient and another ventilator was placed on this patient."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion technical support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The following information covering the evaluation of the device is a summary of the information documented by the carefusion field service representative. The carefusion field service representative evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty gas delivery engine. The carefusion field service representative replaced the gas delivery engine and ran the device through a completed checkout to ensure it meets all factory specifications. Upon completion the device was returned to the customer ready to be placed back into service. Carefusion issued a return good authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine for evaluation. As of (B)(4) 2013 the alleged faulty gas delivery engine has not been received.